Event description:
Event description guidant received information that the day after implant, this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited increased pacing thresholds and impedance measurements have increased to >3000 ohms. There is no noise seen and the chest x-ray shows no change from immediately post implant.,